Event description:
(B)(6) 2016: patient received a right knee patellofemoral arthroplasty to treat pain and patellofemoral arthrosis with lateral facet collapse secondary to avascular necrosis of the lateral patella. The surgeon noted there was extensive periarticular scarring and inflammatory synovitis. The patient received a competitor patella and femoral component secured with a depuy cement. The procedure was completed without complications. (B)(6) 2016: patient received a right knee I & d to treat a suspected infection. The surgeon noted that the patient had been doing well when her urostomy became infected. Several days later, the right knee became hot and swollen and the surgeon believed that the infection seeded from her uti. Upon entering the joint, the surgeon identified and debrided slimy tissue, brown periarticular fluid, and a small hematoma. The surgeon noted that the components were well-fixed but there was noted erosion of the lateral and medial femoral condyles. A thorough irrigation was performed, and antibiotic beads were placed. No revision was performed. There was no confirmed infective microorganism, but the patient had an elevated d-dimer, wbcs, crp, and esr lab values. The procedure was completed without complications. Clinic note dated (B)(6) 2019: patient reported pain, popping, clicking, and catching of the right knee. An MRI revealed a large lateral meniscus tear, unrelated to the patellofemoral arthroplasty. The patient is referred for a conversion to tka. (B)(6) 2020: patient received a right knee revision to treat pain, walking difficulty, and discomfort secondary to advancing post-infective arthrosis. Upon entering the joint, the surgeon noted lateral facet wear of the competitor patella. The surgeon noted that the competitor patella and femoral components were well-fixed but revised. There was tricompartmental degeneration consistent with advancing arthrosis. There was a noted erosion of the femoral condyles. The patient was revised with depuy products utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2016, doe: (B)(6) 2016 (I & d), dor: (B)(6) 2020, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review was performed on legacy complaint com-208775. The review did not reveal any related manufacturing deviations, anomalies or non-conformances on the provided product and lot combination. Patient code: no code available (3191) was used to capture device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right patellofemoral knee arthroplasty date of implantation: (B)(6) 2016, date of revision: (B)(6) 2020, (right knee). Treatment: femoral and patellar components revised/conversion to right total knee arthroplasty. Product details: catalog: 3322020, lot: 8235187, description: smart set bone cement 20g.